Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation of the liner from the cup.

Manufacturer narrative:
Patient was revised to address disassociation of the liner from the cup. Doi: (B)(6) 2013 liner (B)(6) 2011 cup dor: (B)(6) 2013 (right hip). Note - the cup was previously reported on (B)(4) for disassociation. Examination of the returned liner confirms the material fracture and evidence of disassociation as reported. It is believed the liner fractured and then subsequently disassociated from the cup. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. :